Manufacturer narrative:
Section b5 has been corrected as: the manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop breathing difficulties, cough and fatigue. The patient was prescribed steroids and inhaler in response to the reported event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 type of investigation, investigation findings and investigation conclusion has been updated in this report. Section h6 clinical code has been corrected in this report.

Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop breathing difficulties, cough and fatigue. The patient was prescribed steroids and inhaler in response to the reported event. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory (pil) for investigation. The manufacturer visually inspected the device. The manufacturer observed following from an external and internal inspection: unknown dust/dirt contamination of the device base exterior and under the ui knob. Internal investigation of base unit found unknown dust/dirt contamination throughout the device internals. Slight dust contamination was observed in the blower and on the impeller. Sound abatement foam did not appear to have degraded and returned to original shape when compressed. The unknown dust/dirt contamination and fibers found on the blower casing/ impeller and blower box was inconsistent with degraded sound abatement foam contamination. The manufacturer applied power to the device and verified airflow. There were no errors found. The manufacturer confirms the presence of contamination in the airpath, likely from a source external to the device. The manufacturer was unable to address the symptoms specified. The manufacturer concluded, there was no evidence of sound abatement foam degradation. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR) section h1 was changed from serious injury.to malfunction. Section h6 type of investigation, investigation findings, investigation conclusions was updated and health effects - impact code was corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop breathing difficulties. The patient was prescribed steroids in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.